Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The device was received with normal operating currents. No damage found on the lcd isolation tape. The device had button error alarm and intermittent button response due to corroded keypad traces. Device was monitored for days and no low battery alert occurred during testing. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump is alarming button error. The buttons stopped working a few hours prior to the alarm occurring. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.